Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a system error (se) 2240. The caregiver (cg) stated that the hp had disconnected and reconnected to the machine. The hp had a se 2240 previous to the se 2367. The tsr explained the alarm and advised to close all the clamps cycle the power to clear, discard the supplies and have the hp either start over with new supplies or finish with manuals. Global product surveillance (ps) contacted h) on (B)(6) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The rn stated that the hp did not have any medical issues or injuries related to the reported problem. The rn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) alarm could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.